Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal, physioneal 40, and nutrineal therapies for automated peritoneal dialysis(apd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis. The primary contributing factor to the event was unknown. On (B)(6) 2010, empiric treatment with ip vancomycin was started (dose and frequency not reported). On (B)(6) 2010, treatment with vancomycin ended. The patient recovered from this peritonitis event. (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.